Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported stent separation was confirmed. The reported stent apposition could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The investigation determined that the difficulties and subsequent treatment appear to be related to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Correction: expiration date.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
It was reported the procedure was performed on (B)(6) 2019 to treat a lesion in the 60% stenosed pulmonary vein. The 8.0x40mm absolute pro stent was deployed in the lesion however the stent did not appear to be fully apposed to the vessel wall. On (B)(6) 2019, an attempt was made to remove the deployed stent with a snare device however the stent separated. All parts of the stent were retrieved and removed from the patient. No additional information was provided.